Event description:
Oxygen concentrator involved in a trailer fire. Damage to carpet and bed post.

Manufacturer narrative:
This fire was caused by external ignition of the cannula tubing. Photographs from the fire scene show the cannula tubing burnt to the bed post and into the carpet. The oxygen concentrator cabinet was damaged by the cannula burning back to the oxygen outlet were the fire stopped. The oxygen concentrator is operational.